Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Age and weight not provided by reporter. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing location DHR review part number: 357.371, lot number: 7681977, release to warehouse date: october 9, 2014. Manufacturing site is synthes (B)(4) and supplied by (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure to repair a right hip fracture, on (B)(6) 2016, when trying to insert the trochanteric fixation nail (tfn) blade, the tfn blade sleeve/compression nut kept popping out of the 130 degree aiming arm. This occurred twice in the same procedure. Each time the nut popped out, it was put into place and the procedure continued. The procedure was completed successfully using the parts with an approximate one minute delay and no patient harm. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device investigation summary - the returned 357.366 lot number 8893472 aiming arm, 357.369 lot number 7686175 blade guide sleeve, and 357.371 lot number 7681977 buttress/compression nut show several markings and other signs of wear although nothing that would impair their function. The devices function as designed. A visual inspection, dimensional inspection, drawing review, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The buttress/compression nut and blade guide sleeve assembly were reported to be popping out of the aiming arm during surgery. This complaint is unconfirmed. The complaint condition cannot be replicated. The aiming arm retains the buttress/compression nut despite the application of a moderate amount of force to the assembly. No design issue was found during the investigation of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.